Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the electrodes. The electrodes were replaced and scrapped to resolve the report. Replacement pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.